Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged from the hospital one day post procedure doing fine. 5 hours post discharge the patient presented to a different hospital with chest pain. It was found that the patient had a pericardial effusion. The physician performed a pericardiocentesis to train the fluid out of the patient. It was reported that the physician performing the pericardiocentesis went through the ventricle by mistake while trying to drain the effusion. The patient pressures dropped but they did not require surgical intervention. The effusion resolved and the patient was stable following this treatment and this event.